Event description:
Pt implanted in 1999 in the lower lip. Onset of infection four months later. Pt treated four months later with keflex, seven days later with h202, one month later with levoquin, four months later with cipro. The implant was explanted fifty days later.